Manufacturer narrative:
On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Visual examination indicates the device appeared intact. No anomalies were found. The product evaluation (pe) team concluded that the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor memorygel breast implant 350cc gel breast prosthesis, catalog #3507350bc, lot #272282. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) caucasian female patient underwent a bilateral breast augmentation procedure with mentor memorygel breast implant 350cc gel breast prostheses when the left prosthesis ruptured after implantation. Rupture was discovered during implant exchange surgery. The primary reason the patient visited the doctor was because of the pain and displacement felt in her left breast caused by capsular contracture. Doctor¿s office later confirmed that the capsular contracture was baker grade IV. In addition, the patient developed capsular contracture (baker grade I) in her right breast. As a result, the patient underwent bilateral explantation and replacement with sientra brand breast prostheses on (B)(6) 2018. This medwatch report is for the right breast prosthesis.